Event description:
The customer reports that all staff user rights have inexplicably changed to "service" rights. There was no report of injury as a result of this event.

Manufacturer narrative:
Varian has made the decision that this issue is a reportable event as the result of a risk hazard analysis held on (B)(4)-2011. Allegation has confirmed and is reproducible: user rights for all staff changed to "service" rights. Varian's investigation has determined that when the 'group' column in the 4ditc users administration is selected, and then changes are applied to only one cell/user, all other cells/users are changed to the same value. Varian has performed a risk hazard analysis (rha) for this issue and has determined that the probability of harm, should this issue recur, to be remote. There have been no reports of injury as a result of this issue. Corrective action: a defect report (dr) for this issue has been raised. A CAPA issue review (ir) has been requested. All corrective actions related to this issue will be handled in varian's CAPA process. No additional follow-up to this MDR is expected.